Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 1.5 mm x 20 mm x 143 cm coyote es was advanced for dilatation. However, during the third inflation, the balloon ruptured while approaching the lesion area. The procedure was completed with another of same device. No patient complications reported.